Manufacturer narrative:
No medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation: dried body fluid clogged the helix. After cleaning, electrical analysis results found normal device characteristic. No anomaly was found.

Event description:
It was reported that the lead exhibited noise. The device had a drop in lead impedance measurements. The capture and sensing of the lead are trending appropriately. The lead was explanted.